Manufacturer narrative:
A4, b1, b5 and h6 codes are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the reason for evaluation was low ejection fraction 30% and moderate regurgitation. No intervention or additional adverse patient effects were reported.

Event description:
Additional information received reported the reason for evaluation per echocardiogram (echo) on (B)(6) 2025 was low ejection fraction 30% and moderate regurgitation. No intervention or additional adverse patient effects were reported.

Manufacturer narrative:
B5. Event description corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 3 months post implant of this 25 mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. Evidence of annular calcification was seen in the left coronary cusp (lcc), right coronary cusp (rcc) and non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot). Evidence of plaque/thrombus was also seen in the infrarenal aorta. It was reported that an intervention is required. No additional adverse patient effects were reported.